Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2014 with the following findings: a review of the pump¿s black box history showed that a power reboot occurred after a replace battery alarm due to a discharged replacement battery on (B)(6) 2014. No evidence of short battery life was observed. Visual inspection revealed that there were two battery compartment cracks. One battery compartment crack extended from the case seal to the finger pad. The second battery compartment crack was located on the threads. The returned battery cap was intact; no damage was observed. The returned battery cap was able to be secured to the pump and maintain an electrical connection. Moisture corrosion was observed in the battery compartment. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found on the printed circuit board. There were no intermittent conditions found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.